Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 444 mg/dl. Customer stated they woke up in morning with high blood glucose level and removed infusion set and it had bent cannula. Customer stated they received blue clip to do the alarm test and passed high pressure test. Customer treated high blood glucose level with manual injection. Customer's current blood glucose level was 197 mg/dl. Customer had been using insulin pump system within 48 hours of high blood glucose event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.